Event description:
On [redacted] while performing a bedside tracheostomy procedure the ambu scope disposable bronch lost its picture. Another ambu scope screen and scope were brought in. When original ambu scope was plugged into another screen, the scope continued to have issues. It would occasionally show a grainy picture, no picture, or at one point showed an error message saying that the monitor did not recognize the scope. When a new scope was placed on the initial screen, it worked fine. The suspicion is that the scope was faulty. The procedure was completed, and the patient remained stable throughout the procedure.